Event description:
The customer sent in their wp360. The serial number is (B)(4). She did not send over her anyway of contacting her. It appears as though she had an issue with a tooth and went to visit a dental professional.